Manufacturer narrative:
Final analysis found normal device characteristics.

Event description:
It was reported that upon interrogation, the pulse generator exhibited backup operation. On (B)(6) 2017 the device was explanted and replaced.